Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal 2.5% ultrabag (dianeal pd-2 peritoneal dialisis solution ultrabag with 2.5% dextrose) and extraneal (extraneal peritoneal dalysis solution with icodextrin 7.5%) therapies. On (B)(6) 2012, the patient began treatment with dianeal 2.5% ultrabag (lot number - 1206001) and extraneal (lot number - s12e04072) (doses and frequencies- not reported) therapies intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter (B)(4) customer service, the following was reported. On an unreported date, the patient made mistake and broke aseptic technique. On (B)(6) 2012, the patient was diagnosed with peritonitis. The patient was not hospitalized for the reported event. On an unreported date, the patient was treated with amikacin injection 250mg daily ip and tazomac injection 4.5gm twice daily intravenous (IV) for peritonitis. It was reported that the peritonitis is resolving.

Manufacturer narrative:
(B)(4). The product code is unknown, therefore 510k number is unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient described as patient made a mistake. The root cause was undetermined. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate.